Event description:
It has been reported to philips that the allura system was not functioning and low load fluoro was the only available option. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had low load flouro. Upon functional testing the fse found that the low oil level in cooling unit. The fse refilled the oil to the desired level. After refilling the oil, the system was returned to use in good working order. The codes were updated based on the investigation outcome.